Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. Surgical intervention was performed, and the physician found that the balloon or pump did not have fluid. The aus was replaced. There were no additional patient complications reported.